Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between november 29, 2024 and december 01, 2024. H11: two (02) actual devices were received for evaluation. A visual inspection was performed and did not identify any physical abnormalities that could have caused the reported issue. A functional leak test was performed and leaks were observed in the tubing, coextruded section, spike port, and spike port assembly. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva tpn bags leaked from the middle orange medication (membrane) port. This was observed during mixing. There was no patient involvement. No additional information is available.